Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The patient is deceased and the cause of death was unrelated to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.